Manufacturer narrative:
No additional related information was provided to properly perform investigation. Due to insufficient information, the root cause of the reported event could not be identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two cases of undercut stromal bed during a procedure. The customer noted that a slicing knife was used to completed the cuts and the procedures were completed without patient harm.